Event description:
It was reported that the physician's handheld will not maintain a charge and it powers down as soon as it is unplugged. The handheld and flashcard were returned for product analysis on (B)(6) 2015. Product analysis is currently underway and has not yet been completed.

Event description:
Product analysis was completed on the handheld and flashcard on 11/05/15. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with damaged leads associated with the handheld sync connector. Because of the damage, the handheld was unable to receive power from the ac adapter. The cause for the damage to the connector leads and solder connections is most likely associated with mishandling of the device as it appears the connector detents are not being compressed when removing or manipulating the serial data cable, thus placing an extensive amount of force on the pcb and attached cable receptacle. No other anomalies were identified. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.